Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during investigation, the pump powered on with the display screen remaining blank. Evaluation revealed that the display screen was damaged. When a test display was used, the display functioned properly. A test display was used during testing. There were no power issues noted in the pump history. The pump was exercised for 24 hours with no power issues occurring. The complaint regarding the power issue could not be confirmed or duplicated.

Event description:
The patient reported that he woke up with blood glucose of 29.0 mmol/l. The patient stated that he treated with insulin injections and his blood glucose resolved to 10 mmol/l. He reported that when he woke up the pump screen was black and there were no audible sounds. He stated that he changed the battery and the pump would not power on. This report is made based on the allegation that the patient experienced hyperglycemia after the pump lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.